Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and the error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The device was received with cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reported receiving a motor error alarm during basal. Customer's current blood glucose reading is 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.